Event description:
Per sr, "while treating the brain aneurysm, a 7 x 15 gdc 360 soft coil was detached in the aneurysm and the tail of the coil remained in the tip of the excelsior 1018 pre-shaped 45 150cm catheter. The physician tried to place a 6 x 11 gdc 360 soft coil into the aneurysm but it got intertwined with the tail of the 7 x 15 gdc soft coil. The physician removed both the 6 x 11 gdc soft coil and the catheter from the pt. The 7 x 15 gdc 360 soft coil's tail fell through the previously placed neuroform stent (no issue related to the stent) and the physician decided to stop the procedure. The physician felt the aneurysm was secured and will follow up with the pt in a few weeks."